Event description:
On 4/18/97, the surgeon performed a bilateral tram flap repair, securing a soft tissue patch with cv-0 gore-tex suture. On 4/20/97, the pt manifested herniation. The second surgery revealed suture failure in 4 to 5 areas, causing implant to come apart, causing herniation. The pt is now doing well.